Event description:
It was reported to philips that the room shut down during a case and the system was restarted on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service recommended using a line analyzer and provided a workaround solution. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).